Event description:
In 2008, the patient reported that when she woke up at 5:30am, she found that the infusion tubing had become disconnected from the infusion device and her blood glucose was elevated to over 500 mg/dl. She changed the infusion tubing and bolused 20 units of insulin. She stated that the infusion tubing had been in use for 1 day. She changes the infusion tubing every other day. At the time of the report, her blood glucose measured 400 mg/dl. The patient was very upset and declined the offer or replacement infusion sets. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.